Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and passed away due to an unreported cause. The patient was hospitalized for the peritonitis. Subsequently, on an unreported date during the hospitalization, the patient passed away. No further detail was provided regarding treatment for the peritonitis or whether the patient recovered from the peritonitis prior to death. It was not reported if dianeal therapy was ongoing until the time of death. No additional information is available.